Event description:
A pt was undergoing a laparoscopic roux-en-y gastric bypass operation. During the operation an upper gastric pouch was created with sequential firings of a 45 mm gia stapler using 3.5 mm staple loads. After the first 2 fires it was noted that the stapler had misfired and had not properly formed the staples. Careful exam of the staple line revealed an area mid portion of the rows, where the stomach was not aedquately sealed and no staples properly formed. The stapler was immediately removed off the table along with the cartridge loads and a new device of a different lot number was brought on the field.